Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a rubber chunk in the electrolyte injection cup (eic) valve. The fse found the eic valve was cracked. The fse replaced the eic valves and performed preventive maintenance on the ion selective electrode module.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01189.